Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue.  The customer was contacted on (B)(6) 2017 and indicated that she was diagnosed with mastitis on (B)(6) 2017.  She received a 10 day antibiotic.  She still had clogged ducts after the 10 days and was given another round of antibiotics.  She stated that as of (B)(6) 2017 she was getting better and she was waiting for her new pump but was using the hand pump and warm compresses. The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self- limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  (B)(6), 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that she was getting over her second bought of mastitis and that she was unable to empty her breasts with the pump in style due to having low suction.